Event description:
It was reported that there was a superficial incisional site infection. At the post-op check the incision line was noted to be open in two areas. The areas were both superficial with pink healthy tissue surrounding. There was no obvious suture material visible. The incision was cleansed with betadine and new steri-strips were applied. At the subsequent follow up visit the areas were larger in size but scabbed over. The patient was treated with oral antibiotics. Subsequently the tissue was noted to be pink with a much smaller scab size. It was reported that the adverse event is related to the implant procedure. The device remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.